Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer reported that she had been in dialysis but did not state whether or not the device was exposed. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. Customer was sent a replacement battery cap and will call to continue troubleshooting once it arrives. No products are being returned for analysis.